Event description:
It was reported the customer was hospitalized for two days with high blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was over 500 mg/dl. The customer's daughter reported the customer was vomiting and had diarrhea prior to being hospitalized. The cause of the customer's hospitalization was unknown. The customer's blood glucose declined to 409 mg/dl after treatment at the hospital. Customer has also reverted to a back-up plan. Troubleshooting found the customer's insulin pump was functional. The customer did not have a bent cannula. Advised the customer to change their entire set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.